Manufacturer narrative:
(B)(6).

Event description:
It was reported that coil protrusion occurred. The target lesion was located in the inferior mesenteric artery. A 3mmx4cm interlock-35 was selected for use. During procedure, the coil became stuck in the distal part of a non-bsc microcatheter and was then removed as usual. However, the coil was noted protruding from the catheter's tip upon removal. The procedure was completed with another of the same device. No complications were reported and patient condition was good post procedure.